Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, it was noted a plastic one inch collar was noted on the device near the valve. Transseptal access was continued and there were no patient consequences.

Manufacturer narrative:
One swartz braided transseptal guiding introducer was returned for investigation. Analysis confirmed the presence of heat shrink material that was not removed from the sheath during the manufacturing process. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.